Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal and displayed an unknown error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "no ECG singal" was observed during review of the device data logs. However, the device was put through extensive testing including daily/weekly/monthly testing, on/off current testing, patient/circuit impedance testing and shock testing without duplicating the report. An internal inspection found no discrepancies. The main board was replaced as a precaution. The device was recertified and returned to the customer. The report of "error 0x44" was not confirmed or replicated. The device was put thtorugh extensive testing without duplicating the report. This error code does not exist for this unit. This report was inadvertently submitted and as the error code reported does not exist for this device. The pads used during the event were returned for evaluation; the pads passed all the functional testing and visual inspection. Analysis of reports of this type has not identified an increase in trend.